Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 5. 1627487-2014-26785, 26786, 26787, 26789. It was reported the pt suffered a fall and since has been experiencing jolting, pain and discomfort in his right arm and his ipg site whether the stimulation is on or off. X-rays were taken and showed one of the leads had migrated downward. Lead diagnostics revealed multiple invalid contacts. Reprogramming was unable to resolve the issue. F/u info identified the pt underwent surgical intervention to remove and replace the lead, extensions and anchors. A new occipital lead was implanted. The ipg was tested and all impedances were normal and the ipg was reimplanted. The pt is now receiving effective stimulation.